Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with operating currents within specification and passed self test. Unit received with operating currents within specification and passed self test. Pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer blood glucose at the time of incident was 160 mg/dl. Troubleshoot was performed. Customer said the internal power source was unable to charge. Customer inserted new battery but the issue reoccurred. Customer has not previously called to report power error detected. The pump is operating on the aa battery only. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. The insulin pump will be returning for analysis.